Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 7.5; lab-inr: 5.8. Meter-inr: 5.8; lab-inr: 3.7. Per customer, higher inr results observed with 1 pt. No other unexpected results observed. Meter has been in use approx 3 months. Informed customer that determining a root cause is difficult with only results from 1 pt.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.5; reference: 5.8; mean: 6.65; confidence-limits: unable to determine. Inratio: 5.8; reference: 3.7; mean: 4.75; confidence-limits: 2.6-6.9. End-user reported accuracy discrepant test result. Pt info was not known. Mean calculation revealed one set of comparison data was within confidence limits and another set was considered inaccurate - both inr's greater than 5.0. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.